Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382512 and lot number 4025336. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. An exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autog bc catheter split/frayed. The following information was provided by the initial reporter: catheter split when trying to start IV on patient. Frayed when pulled out of the skin, they did confirm with nurse that she did not remove and re-insert the needle.

Event description:
No additional information.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed and this is the 1st related complaint reported with catheter broke / separated after placement lot # 4025336 regarding item 382512. The DHR for lot 4025336 was reviewed. Subassemblies lot 4025336 material 7000bcs12 was built on afa line 10 from 26jan2024 through 31jan2024. Final lot was packaged on (B)(4) from 30jan2024 through 31jan2024 for a total quantity of (B)(4). No related quality issues or process deviations were found. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.